Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufacture date: august 11, 2021 - august 16, 2021. H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused; further described the ¿device was connected to patient for 24 hours but only 37mls went through¿. The device was filled with piperacillin/tazobactam (pipertaz) 6300mg, citrate buffer 26.4ml, in sodium chloride 0.9% in 240ml total volume. The device was connected straight to the PICC line (peripherally inserted central catheter) and access was via a 4fr PICC in situ. This was observed after a patient infusion in the patient¿s home with surrounding temperature at ¿normal room temperature¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.